Event description:
Device malfunction: stent dislodgement. Time of malfunction: during the procedure. Symptoms/ae: dislodged stent removed with snare. It was reported that during a stenting procedure in the left renal artery on omnilink stent delivery system (sds) was advanced over the wire and across the lesion. When the stent was pulled back over the wire to position it correctly, the stent caught on calcified plaque and partially dislodged from the balloon. The sds and partially dislodged stent were backed out of the renal artery; however, while in the abdominal aorta, the stent dislodged from the balloon but remained on the wire. The sds was removed, then the dislodged stent was removed from the wire using a gooseneck snare. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.